Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the scanner was not scanning any medications and stopped working. A field service engineer inspected the scanner and found multiple brakes on it, replaced the cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the hardware issues. The customer stated that this malfunction caused a delay to the patient care and happened during issuing the medication. There were no adverse events or injuries reported based on this event.